Event description:
Customer reported that a patient presented with post-op bleeding six days following hysterectomy. The patient was returned to surgery for repair. The attending surgeon commented that suture was not present at the site of the bleeding.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.